Event description:
The initial reporter received questionable total protein urine/csf gen.3 results from one urine patient sample tested on the cobas 6000 c501 module. The initial result from the module was 68 mg/dl. The repeat result was 55 mg/dl. The repeat result from a dimension exl200 (siemens, flex cartridge urine cerebrospinal fluid protein ucfp/pyrogallol red laboratory method) was 19 mg/dl. The urine qualitative result was negative. The reporter stated that the patient is medicated with plaquenil (active ingredient: hydroxychloroquine sulfate) and would like to know if this drug interferes with the assay.

Manufacturer narrative:
The cobas 6000 c501 module serial number (B)(6). The investigation is ongoing.

Manufacturer narrative:
The alarm trace showed "abnormal probe sucking" alarms. A pre-analytical handling issue could not be excluded. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.